Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of worsening mr and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported tissue damage appears to be related to procedural circumstances and the reported unchanged mr appears to be a result of the tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This event is filed for the tissue damage caused by the clip delivery system (cds). It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. The first clip was implanted at the anterior 2/posterior 2 (a2/p2) leaflet segment and the mr was reduced from grade 3 to grade 1-2. It was decided to deploy a second clip (70127u135), lateral to the first one; however, during advancement into the left ventricle, a hole in the anterior 1 (a1) segment was noted and the mr increased. The clip was implanted near the a1 segment and the procedure ended with the mr at grade 3. No additional information was provided.